Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implant surgeon from our customer reported to our sales rep that he took some x-rays and observed that the reported nail was broken.